Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02127, 0001822565-2018-02128. Mw5075490. Remains implanted

Event description:
It was reported that after a knee arthroplasty that the patient is experiencing pain and limited range of motion.

Manufacturer narrative:
This follow up report is being submitted to relay additional information in sections. Reported event was unable to be confirmed due to limited information received from the customer. Device history records were unable to be reviewed as the item and lot were not available. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.